Event description:
Edwards learned that an (B)(6) female had a second device implanted in the same position using a valve-in-valve (viv) procedure after an implant duration of approximately fourteen (14) years. As reported, the reason for reoperation was due to severe aortic stenosis (as) and severe calcification. There were complications during the transcatheter aortic valve replacement (tavr) procedure; however, the patient was transferred to the intensive care unit (ICU) alert and able to move all extremities.

Manufacturer narrative:
Device not returned, remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although edwards is unable to conclusively determine the root cause without return of the device, patient co-morbidities may have contributed to this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information. See also MDR# 2015691-2014-00224 and MDR# 2015691-2014-00225.